Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for motor error and battery error. Customer's blood glucose was 9.4mmol/l. Customer mentioned that they got several alarms, reservoir was not empty but had flow blocked. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No battery alarms noted during testing. No unexpected occlusions or drive/motor anomaly or insulin flow blocked alarm noted during testing. However, hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly.